Event description:
"Staff physician is using illegal med devices on his noncompliant psychiatric pts." These devices are causing serious side effects such as epileptic seizures, heart palpitations, difficulty breathing, light-headedness, syncope, erratic & rapid changes in blood pressure, psuedo-manic episodes, drowsiness, muscular rigidity, "pins and needles" sensations in extremities, sensitivity to light, "sun-downing." "Dr has not obtained his pts informed consent concerning those illegal med devices nor has he informed them about the effects of these illegal devices on the human body."